Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that sometime last week, her stimulation started "going really fast" and hard so she went to turn the stimulation off but was unable to by pressing the white stimulation off button at the top of her controller. To turn the stimulation off, she had to enter MRI mode to get it to shut off. The stim was so high that her legs kept jerking and her arms jerked up when she was just laying on her back in bed. Patient stated she did not make any positional movements. Patient has not had any falls or trauma; this is the first and only time this has happened. It was recommended to patient to monitor her stimulation and if she has this issue again, then to follow up with her hcp to discuss therapy concerns. No further complications were reported.